Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, urine analysis abnormal, postmenopausal bleeding and white blood cells urine positive. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/abdominal"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection nos") and back pain ("back pain"). The patient was treated with surgery ({hysteroscopy (full), salpingectomy (bilateral)}). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the cystitis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted(unspecified)-results:bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, urine analysis abnormal, postmenopausal bleeding and white blood cells urine positive. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/abdominal"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection nos") and back pain ("back pain"). The patient was treated with surgery ({hysteroscopy (full), salpingectomy (bilateral)}). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the cystitis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) conducted(unspecified)-results:bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs an mr received. Reporter's information added. Event: bladder infection nos, back pain were added. Medical history were added , lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/abdominal") and dyspareunia ("pain: dyspareunia (painful sexual intercourse)"). The patient was treated with surgery ({hysteroscopy (full), salpingectomy (bilateral)}). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted(unspecified)-results:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-case becomes incident. Event injury was removed. New events pain ¿ pelvic / abdominal and dyspareunia (painful sexual intercourse) were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.